Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a (B)(6) year old female patient had a skin irritation on her back. The patient's skin was red and raised but was not broken. The patient's physician prescribed a powder to treat the rash. Follow-up indicated that the patient's rash was improving.